Event description:
While putting guide onto the plate. Broken primary guide removed from plate by scrub and another was used to complete the case. No adverse event or surgery delay reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned ribloc low profile guide assembly was examined and visible signs of general wear were identified. The adjustment screw is fractured, with part of the screw head broken off. The broken screw was not returned. Due to the placement of the fracture, it is possible that there was too much force applied to the ribloc while over tightening the screw or applying too much torque with a large drill speed. No definitive conclusion could be made.